Event description:
The customer reported that she was hospitalized with a blood glucose of 517 mg/dl. Her symptoms of high blood glucose included confusion, dry heaving, headache, nausea, feeling hot, confusion and blurred vision. The customer was treated with an intravenous drip, injections, and her insulin pump was disconnected. The customer was wearing the insulin pump at the time of hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).